Event description:
The customer reported the system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative conducted an on site evaluation. The problem was verified. The representative installed a surge suppressor pcb. Esd kit was inspected and found functional. System now operates as intended.